Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.